Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2014-05852. It was reported the pt has been unable to receive stimulation since falling on several occasions. In turn, the programmer was unable to communicate with the ipg. Follow-up revealed stimulation and communication was restored via troubleshooting further info gathered revealed the pt experiences overstimulation, pocket heating, and the ipg being unable to hold a charge. It was also reported the ipg site is tender due to being too close to the skin. As a result, the pt may undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2.. Reference MFR. Report#: 1627487-2014-05852 additional information gathered revealed x-rays were taken and revealed lead migration. Surgical intervention remains pending.